Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose today was 47 mg/dl. It also stated that customer declined troubleshoot for low blood glucose. The customer's blood glucose was high in the 200's mg/dl and customer took injection manually and customer ate and after that the insulin pump turned off and blood glucose was in the 300's mg/dl. The insulin pump will not be returned for analysis.